Event description:
Synovitis [synovitis]. Right knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2013 from a physician database extraction regarding a female patient, initials unk with osteoarthritis (kellgren-lawrence grade 3). This case belongs to a batch of icsrs from a company purchase database containing a collection of data from 10/1997 to 07/2010. The pt's medical history was significant for previous use of synvisc (first course) at the age of (B)(6). On (B)(6) 2004, the pt initiated treatment with intra-articular injection of synvisc (hylan gf-20) in right knee (dosage regimen not provided). The lot number of synvisc was not provided. On (B)(6) 2004, the pt experienced synovitis of right knee. On an unspecified date, 14 cc of slight turbid yellow joint fluid was aspirated from right knee. On (B)(6) 2004, the pt experienced second episode of synovitis of right knee. On an unspecified date, pt received treatment with 1.3 cc betamethasone. The outcome of right knee effusion was not provided. At the time of the report synovitis had not recovered. The action taken with synvisc treatment was not provided. Relevant concomitant were not provided. The intensity for the event of synovitis and right knee effusion was mild. The reporting physician assessed the relationship between synvisc with synovitis as definitely related and did not provide a causal relationship with right knee effusion. Follow-up info was received on (B)(6) 2013 and the pt initials were reported (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and review by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.